Event description:
It was reported that during a laparoscopic appendectomy procedure, on the initial firing with a blue cartridge the device was placed on tissue began to fire and the cartridge started to dislodge. They stopped the firing, retrieved the cartridge. A new device and cartridge were used to continue the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Appendix. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Na was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The scrub. Tech stated they heard the cartridge click into place when loaded in the jaws of the device. The analysis results found that the device was received in good visual condition and with a reload in the device. The returned reload was partially fired. Furthermore the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. A test reload was loaded into the device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The returned device was tested for functionality with the test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded completely and without any difficulties and did not eject out of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.